Event description:
During routine testing of the defibrillator, the user noted that it would not charge. There was no pt involvement. Tests on the unit disclosed that an scr (cr331) on assembly 590017 had failed. This appears to be a random component failure in a very old device. The event is not occurring more frequently or with greater severity than is usual for the device.